Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an implant procedure. During an ablation procedure, the fluoroscopy revealed the right atrial lead had dislodged. The pocket was re-opened and the lead was repositioned. The patient was in stable condition prior, during, and post operation.